Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of presence of air on distal side of filter could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9.

Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint with regards to a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch air in line. The reporter stated that air bubble noted on distal side of filter. The infusion paused and new filter added. The event date was on 25-aug-2024 at 4:45pm occurred in unit 2. There was patient involvement and unknown adverse event.